Manufacturer narrative:
Product complaint # (B)(4). Report is for an unknown insertion instruments/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a tlif (l3/4) for the hernia surgery. It was confirmed that the cage in question could not be attached vertically to the inserter. Another inserter was used, but the cage tilted in the middle of the thread. The surgery was completed successfully without any surgical delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) unknown insertion instruments. This is report 1 of 1 for (B)(4).